Event description:
I had been using two philips CPAP devices until being informed of the recall. During the time when I used the devices, I had red eyes and symptoms of irritated airways without knowing that was caused by the devices. Reference report: mw5118198.